Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right atrial (ra) lead was found dislodged after a chest x-ray confirmation. The patient underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported.